Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te (B)(4) (pressure sensor tolerance) showed up during ventilation. Te cleared right away. No patient harm. Unit was replaced with a different vent. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The device alarmed with "technical event: 233005 (pressure sensor tolerance)" during ventilation. The alarm cleared immediately, and ventilation continued without interruption. The patient was switched to another ventilator as a precaution. Nevertheless, the event did not cause or contribute to a death or serious injury. Although the event occurred during ventilation, the alarms functioned as intended and alerted clinical staff, allowing them to take appropriate action. The issue was not associated with a confirmed malfunction that would likely cause or contribute to a death or serious injury if it were to recur. The most probable root cause was a temporary deviation in pressure sensor calibration, potentially due to a defective autozero valve or pressure sensor component. However, the issue could not be reproduced, and all functional tests passed during follow-up evaluation. Therefore, this event is now (at the time of this follow-up report) assessed as no longer reportable.

Event description:
The following was reported to hamilton medical ag: te 233005 (pressure sensor tolerance) showed up during ventilation. Te cleared right away. No patient harm. Unit was replaced with a different vent. No health consequences or impact.